Event description:
Revision right total knee replacement. No xrays were available or implants stickers. Revision of pfc sigma oval dome patella believed to be 32mm or 35mm. The insitu patella prosthesis was explanted and replaced with a larger 41mm pfc sigma oval dome patella component. This was done to adress pain and discomfort. The medial facet of the patella was exposed and the patella baone was engaging with bone and/or the femoral component on the lateral side of the femur. The patella component was up sized to create a great coverage of the boney surface area of the patella reducing the chances of contact between the boney surfaces of the patella and femur. The knee replacement insitu was thought to be a pfc tc3 sigma revision prosthesis that had been used as a revision prosthesis. No implant stickers were available nor was any implant or patient history. The patella prosthesis (thought to be a 32 or 35mm pfc sigma oval dome) was revised to a larger 41mm prosthesis to minimize pain and discomfort associated with the medial facet of the patella engaging with the femur. Doi: unknown. Doe: (B)(6) 2023. Affected side: right.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.